Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0132212 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for raised shields.

Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion had the shield not able to detach during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove and also needles were missing from syringes. Verbatim: consumer reported that the needle shield is difficult to remove. Also reported needle missing from syringes, stated that the needle hub is intact. Lot #: 0132212. Catalog #: 328521. Date of event: unknown. Samples: discarded."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)".

Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion had the shield not able to detach during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove and also needles were missing from syringes. Verbatim: consumer reported that the needle shield is difficult to remove. Also reported needle missing from syringes, stated that the needle hub is intact. Lot #: 0132212, catalog #: 328521, date of event: unknown, samples: discarded".